Manufacturer narrative:
The lens was not available for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on the available information, the root cause of the reported event could not be determined. However, it is likely that the vitreo-retinal procedures may have been a contributing factor. Vitrectomy procedures are pro-inflammatory and can contribute to the opacification of hydrophilic intraocular lenses.

Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation. Photos were provided and reviewed. The part number and serial number of the iol cannot be verified or determined. However, the lens in the photo does have the appearance of the reported lens. The photo shows the lens optic has been cut or torn in half, and only portions of the haptics are visible. It cannot be determined if the haptics are damaged. As seen in the photos, some areas of the optic have what looks like an orange peel appearance which create a darkened or cloudy area visible on the optic. No testing could be performed as the lens was not returned. Based on examination of the provided photos, it cannot be determined with certainty whether calcification exists on the optic. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. According to the medical review, this opacification is more likely related to the vitreo-retinal procedure which is pro-inflammatory and a contributing factor for secondary opacification of hydrophilic acrylic iols as described in the literature. (Neuhmann et al. Ophthalmology 2008;115:73¿79). The event is related to the patient medical condition. The patient has a history of rd, and silicone oil tamponade is the underlying cause of lens opacification which is unrelated to the lens. Therefore, this event no longer meets reportability requirements. No additional investigation or corrective action is necessary at this time.

Event description:
It was reported that phaco was performed by the implanting physician approximately one month post-implant, and the lens was subsequently explanted by another surgeon approximately one year and ten months post-implant. The explanting physician reported that he met the patient approximately 1 year and 8 months post-implant. The patient has a history of multiple retinal detachments in the right eye. The lens was bisected for explantation. The explanting physician last saw the patient approximately one month post-explant, and the patient was 20/60+. Light microscopy shows that there is an overall round area in the central/paracentral optic area with multiple granules consistent with calcification on the anterior surface/subsurface. The implanting surgeon's last exam with the patient was approximately two months post-explant, and the patient's bcva was 20/40-2.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed a progressive clouding of the vision in the right eye. Examinations reportedly confirmed a peculiar clouding of the anterior and posterior lens surfaces. The patient has a history of high myopia; (B)(6) 2017 the patient presented with a macula off retinal detachment of the right eye which was initially repaired with pars plana vitrectomy on the same day. Shortly after that, the patient was found to have another tractional retinal detachment with proliferative vitreoretinopathy for which the patient had further retinal detachment repair with silicone oil insertion in (B)(6) 2017. After a short bout of postoperative cystoid macular edema, patients retina was well-attached and vision was 20/200. A yag and capsulotomy was performed for dense posterior capsular opacification and the patient's vision improved. The clouding is on the lens surface but does not appear to be readily dusted away with a yag laser according to the report. In the physician's opinion the most probable root cause of the event is silicone oil imperfection. The patient is currently considering lens exchange.